Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was exhibiting high impedance due to fracture. The lead was capped and replaced. It was also reported that the right atrial (ra) lead was exhibiting high impedance due to fracture. The lead was capped. A new ra lead was attempted but exhibited poor threshold measurements. An attempt was made to reposition the lead but the helix would not deploy normally. The lead was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 694765 lead, implanted: 2004-(B)(6). (B)(4).